Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion of zosyn was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of zosyn. Infusion was started at 1223 and when clinician returned about 1330, clinician noticed that the zosyn bag was empty. The clinician confirmed the programmed rate was 25ml/hr and the bag volume was 100ml. The pump and channel were removed from service. Pharmacy supervisor reviewed alaris pump data and no programming issues identified. There was patient involvement however no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of zosyn. Infusion was started at 1223 and when clinician returned about 1330, clinician noticed that the zosyn bag was empty. The clinician confirmed the programmed rate was 25ml/hr and the bag volume was 100ml. The pump and channel were removed from service. Pharmacy supervisor reviewed alaris pump data and no programming issues identified. There was patient involvement however no patient harm. Although requested, additional information was not provided.